Event description:
The company was informed that the pt was explanted and reimplanted. Advanced bionics is in the process of gathering more info. Once more info is received a supplemental report will be submitted.